Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: tx removal state: co. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy - uterus). The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: (B)(6) removal state: (B)(6) quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. B94870, b76531) for female sterilisation. The patient had a medical history of iron deficiency anemia, migraine, anxiety, depression, cesarean section, parity 3, multigravida and dysmenorrhea. Previously administered products included: tylenol and oral contraceptive nos. Concurrent conditions were listed as orthostatic hypotension, dermatitis, cervicalgia, aching in knees, goiter, insomnia, migraine, post-traumatic stress disorder, heavy menstrual bleeding, iron deficiency anemia and abnormal uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3071 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: tx removal state: co hysteroscope entered under direct visualization. Visualization of the right and left ostia noted. Essure device placed on the right without complication. Three coils visualized. Essure device placed on the left, nine coils visualized. The device was removed. Another device was inserted with two and a half coils visualized. Intrauterine cavity was inspected, and no perforations were noted. Expiration date : oct-2016-left. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): findings: normal appearing uterus, tubes and ovaries. Normal appearing bladder without evidence of injury, efflux noted from bilateral ureters. Specimen: uterus, cervix, bilateral fallopian tubes [hysterosalpingogram] on (B)(6) 2014: findings: images demonstrate normally positioned the uterus. Essure devices are present in with no flow through the fallopian tubes. Impression: occlusion of the fallopian tubes by the essure devices [pathology test] on (B)(6) 2023: clinical history: abnormal uterine bleeding. Tissue: uterus, cervix, bilateral fallopian tubes. Final diagnoses: uterus, cervix, bilateral fallopian tubes, total hysterectomy, bilateral salpingectomy: - benign functional endometrial polyp with secretory phase-type change and focal benign squamous metaplasia - adjacent benign inactive endometrium. - benign cervix with mild acute inflammation. - benign fallopian tube with focal paratubal cyst gross description: the bases of each fallopian tube are notable for metal coils. [Ultrasound scan] in (B)(6) 2014: normal. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received. Essure insertion & removal date updated. Surgical pathology report added. Lab data added. Medical history & concomitant conditions were added lot number & expiration date updated. Additional reporter added. Case comments: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted (lot no. B76531) for female sterilisation. The patient had a medical history of iron deficiency anemia, migraine, anxiety, depression, cesarean section, parity 3, multigravida and dysmenorrhea. Previously administered products included: tylenol and oral contraceptive nos. Concurrent conditions were listed as orthostatic hypotension, dermatitis, cervicalgia, aching in knees, goiter, insomnia, migraine, post-traumatic stress disorder, heavy menstrual bleeding, iron deficiency anemia and abnormal uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 3071 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: implant state: (B)(6). Removal state: (B)(6). Hysteroscope entered under direct visualization. Visualization of the right and left ostia noted. Essure device placed on the right without complication. Three coils visualized. Essure device placed on the left, nine coils visualized. The device was removed. Another device was inserted with two and a half coils visualized. Intrauterine cavity was inspected, and no perforations were noted. Expiration date: oct-2016-left. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): findings: normal appearing uterus, tubes and ovaries. Normal appearing bladder without evidence of injury, efflux noted from bilateral ureters. Specimen: uterus, cervix, bilateral fallopian tubes [hysterosalpingogram] on (B)(6) 2014: findings: images demonstrate normally positioned the uterus. Essure devices are present in with no flow through the fallopian tubes. Impression: occlusion of the fallopian tubes by the essure devices [pathology test] on (B)(6) 2023: clinical history: abnormal uterine bleeding. Tissue: uterus, cervix, bilateral fallopian tubes. Final diagnoses: uterus, cervix, bilateral fallopian tubes, total hysterectomy, bilateral salpingectomy: - benign functional endometrial polyp with secretory phase-type change and focal benign squamous metaplasia - adjacent benign inactive endometrium. - benign cervix with mild acute inflammation. - benign fallopian tube with focal paratubal cyst gross description: the bases of each fallopian tube are notable for metal coils. [Ultrasound scan] in (B)(6) 2014: normal batch number- b94870; manufacture date-2013-11-15; expiration date-2016-11-30. Batch number- b76531; manufacture date-2013-10-04; expiration date-2016-10-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 22-aug-2025: quality safety evaluation of product technical complaint. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.